Manufacturer narrative:
The customer has informed us that the defective product and the lot number were not available for evaluation. Due to the absence of the defective sample, this complaint cannot be confirmed, and the exact root of the issue cannot be determined. However, the pir report indicated that the needle was already peeled '1/4 way down' before cutting the catheter tube. This description indicates that a manufacturing defect is very unlikely, as the needle could be peeled at the beginning. Peeling the needle with excessive force and withdrawing the catheter tube / advancing the needle is likely for the type of incident described by the customer. In the IFU it is stated: important caution: at no time should the catheter be withdrawn back through a splitting needle. If it becomes impossible to advance the catheter into a satisfactory position, then the needle and catheter must be withdrawn simultaneously. The result of withdrawing catheter back through the needle can be catheter embolism. Fig. 4 gently pinch the wings of the needle completely together to break the bottom and the top part of the needle hub. Fig. 5: peel the wings of the needle apart, until the needle has peeled to within app. 1 mm of the tip. The top part of the needle will be completely open, and the catheter can be carefully removed with forceps. (Note: if considered preferable, the needle can be peeled completely into two pieces, by increasing, slightly, the peeling force, when resistance is felt, after peeling the needle to 1 mm from the tip.) Since a batch number wasn't provided, it wasn't possible to conduct a documentation review. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted. There is one further complaint regarding a problem with the peelable needle on code 4g07126103 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management as there are no indications of a manufacturing fault.

Event description:
Vygon premicath. Introducer cannulated vessel, PICC line was advanced. Introducer was withdrawn, introducer was snapped (per manufacturer's recommendation), split 1/4 way down and cut PICC line in half. Introducer did not separate as per manufacturer's instructions. Nnp was holding catheter in place with tweezer. Assistant removed top portion . Second half of broken catheter was withdrawn and hemostasis achieved.

Manufacturer narrative:
Although the malfunctioning device is not available for evaluation, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation will be communicated to the FDA through a follow-up MDR upon its completion.

Event description:
Vygon premicath. Introducer cannulated vessel, PICC line was advanced. Introducer was withdrawn, introducer was snapped (per manufacturer's recommendation), split 1/4 way down and cut PICC line in half. Introducer did not separate as per manufacturer's instructions. Nnp was holding catheter in place with tweezer. Assistant removed top portion . Second half of broken catheter was withdrawn and hemostasis achieved.